Event description:
It was reported that a patient implanted in (B)(6) 2025 expressed that they had no improvement in their severity of urinary incontinence and were not able to detect any stimulation despite attempts to change their stimulation level settings. The patient's caregiver also shared that the patient sustained a fall on (B)(6) 2025. The patient fell backwards and was taken to the ER for evaluation. The patient was diagnosed having a uti and was treated; no other injuries sustained. The patient has a follow-up appointment scheduled on (B)(6) 2025, to do further investigation and evaluation on the patient's device. On (B)(6) 2025, the representative met with the patient and re-programmed their system and confirmed the patient was able to feel light sensation in their vaginal area. The patient was placed on p1l3 and instructed to monitor their symptoms and follow up in a week. On (B)(6) 2025, the representative helped the patient make an adjustment to their stimulation settings and the patient is now on p1l6, and instructed on how to make adjustments to their remote with the settings if needed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block e1: initial reporter email.

Event description:
It was reported that a patient implanted in (B)(6) 2025 expressed that they had no improvement in their severity of urinary incontinence and were not able to detect any stimulation despite attempts to change their stimulation level settings. The patient's caregiver also shared that the patient sustained a fall on (B)(6) 2025. The patient fell backwards and was taken to the ER for evaluation. The patient was diagnosed having a uti and was treated; no other injuries sustained. The patient has a follow-up appointment scheduled on (B)(6) 2025, to do further investigation and evaluation on the patient's device. On (B)(6) 2025, the representative met with the patient and re-programmed their system and confirmed the patient was able to feel light sensation in their vaginal area. The patient was placed on p1l3 and instructed to monitor their symptoms and follow up in a week. On (B)(6) 2025, the representative helped the patient make an adjustment to their stimulation settings and the patient is now on p1l6 and instructed on how to make adjustments to their remote with the settings if needed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This supplemental record is being submitted for adding to (b5) summary: (b5) - summary.

Event description:
It was reported that a patient implanted in (B)(6) 2025 expressed that they had no improvement in their severity of urinary incontinence and were not able to detect any stimulation despite attempts to change their stimulation level settings. The patient's caregiver also shared that the patient sustained a fall on (B)(6) 2025. The patient fell backwards and was taken to the ER for evaluation. The patient was diagnosed having a uti and was treated; no other injuries sustained. The patient has a follow-up appointment scheduled on (B)(6) 2025, to do further investigation and evaluation on the patient's device. On (B)(6) 2025, the representative met with the patient and re-programmed their system and confirmed the patient was able to feel light sensation in their vaginal area. The patient was placed on p1l3 and instructed to monitor their symptoms and follow up in a week. On (B)(6) 2025, the representative helped the patient make an adjustment to their stimulation settings and the patient is now on p1l6 and instructed on how to make adjustments to their remote with the settings if needed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted with this neurostimulator in june 2025 expressed that they had no improvement in their severity of urinary incontinence and were not able to detect any stimulation despite attempts to change their stimulation level settings. The patient's caregiver also shared that the patient sustained a fall on (B)(6) 2025. The patient fell backwards and was taken to the ER for evaluation. The patient was diagnosed having a uti and was treated; no other injuries sustained. The patient has a follow-up appointment scheduled on (B)(6) 2025, to do further investigation and evaluation on the patient's device. There were no additional patient complications.